Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose level was not impacted. The cartridge was reloaded and the fill estimate reading was accurate.